Event description:
An article titled "long-term expectations of vagus nerve stimulation: a look at battery replacement and revision surgery" was reviewed. It is noted in the article that the patient's vns lead was revised due to lead malfunction. Lead malfunction was defined as abnormally high impedance during diagnostic evaluation of the vns. The etiology for this failure was reported to be fracture in the lead insulation. Attempts for additional relevant information including patient details were unsuccessful. This article also reports other events as previously mentioned in manufacturer report # 1644487-2015-05918.